Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a veterinarian dental procedure was done on an unknown date. Approximately 7 days later it was noted that the suture had broken post operative and was in pieces.